Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due abnormal pacing impedance. The lead was capped and replaced on (B)(6) 2024. Further information was requested but not received.